Event description:
Per md, "when I opened one of our sealed bd 30 gauge half inch needles this morning, I noticed black mold inside the needle." Device retained and will be returned to the manufacturer. No patient harm; device was identified prior to use on a patient.